Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose less than 2.2 mmol/l after the pump was discontinued. The reporter indicated that the pump had an intermittent power issue and the patient discontinued use. The reporter indicated being unsure of the amount of insulin to take and the blood glucose dropped. Troubleshooting of the intermittent power issue indicated that the battery compartment was not secured appropriately per the instructions for use and the yellow o-ring was visible at the time of the power issue. This report is made based on the allegation that the patient experienced hypoglycemia after disconnecting from the pump for use error of the pump.